Event description:
It was reported that this right atrial (ra) lead dislodged. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed ~7.7 cm from the terminal end. Only the proximal segment was returned. The dislodgement allegation was not confirmed by product analysis, but was assigned cause = known inherent risk of device, based on the field report. The "known inherent risk" conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right atrial (ra) lead dislodged. The lead was explanted. No additional adverse patient effects were reported.